Manufacturer narrative:
The device was not returned to nevro for investigation. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro by the patient's family that the patient had passed away. The patient was implanted a year prior and was (B)(6) years old. The patient was also reported to have been in a poor state of health and was admitted to a hospital with pneumonia. There were no medical-related issues reported to nevro from the patient before the patient's death. Nevro had attempted to contact the pain clinic for a cause of death but no additional information was provided.